Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, it was noted that the left ventricular (lv) lead had become dislodged. During the lead revision procedure, a stylet was introduced but could not be fully inserted in the lead. The lv lead was cut and discarded. There were no consequences for the patient.